Event description:
It was reported that a cayman mi plate inserter pin broke intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Event description:
It was reported that a cayman mi plate inserter pin broke intra-operatively there were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. Limited information regarding the event was made available to stryker. A root cause cannot be established with the information available. If additional information is received, the investigation will be reopened and updated.